Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. In addition, a lead mechanism test was unsuccessful due to the helix housing being clogged with dried blood or body fluid. Laboratory analysis did identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, susceptibility of active helix fixation tips becoming clogged with coagulated blood or body fluid is a known risk.

Event description:
It was reported right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. The lead was returned for analysis.